Manufacturer narrative:
Clarification was provided as to why the customer repeated cyfra testing on the patient sample. The customer stated that they expect cyfra measurements around 70 ng/ml. The customer deemed the initial result of 78.1 ng/ml to be high. Since the initial patient result was high and the reagent pack was running low on tests, the customer decided to retest the patient sample. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a questionable low result for 1 patient tested for elecsys cyfra 21-1 (cyfra) on a cobas 8000 e 602 module. On (B)(6) 2018 the patient had a cyfra result of 78.1 ng/ml. The customer loaded a new reagent pack of cyfra on (B)(6) 2018. The customer performed control testing with acceptable results before they retested the same patient sample. On (B)(6) 2018 the customer received a cyfra result of 0.781 ng/ml. The customer repeated same patient sample two more times with results of 77.19 ng/ml and 79.11 ng/ml. It was unknown if the erroneous result was released outside of the laboratory. There was no allegation of an adverse event. The customer was using rack adapters. The cyfra reagent lot was 25890000 with an expiration date of 30-apr-2019. The field engineering specialist performed sample probe cleaning. He replaced the sample probe liquid level detection control base. He adjusted the sample probe pressure sensor and the liquid level detection substrate voltage. He performed performance testing with acceptable results. He performed control measurement and determined the instrument was operating properly.